Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have thermal damage on the bipolar yaw pulley with exposed electrode on one of the bases of the bipolar forceps grip. The unit passed electrical continuity test. Additionally, the instrument was found to have localized melting on the bipolar yaw pulley. The thermal damage was found next to the instrument grip cable. The instrument passed electrical continuity test. The instrument was also found to have damage of the conductor wire¿s insulation. The conductor wire was found gouged and had surface scratches; however no exposed internal wire was observed. No missing piece of insulation. Scratch marks/abrasions were found on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, fenestrated bipolar forceps had burned ceramic sheath. The procedure was completed with no reported injury. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no any damage or anything out of the ordinary. The cannula was not inspected prior to use and there was no arcing observed. The instrument was connected properly (e.g., monopolar cord to monopolar instrument, bipolar cord to bipolar instrument). The erbe vio generator/electrosurgical unit (esu) was used and the settings used on the generator/esu were cut: 3, coag: 3. The instrument tips did not collide with any other instrument or tool during procedure and the instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. Thermal damage was observed. It was first observed intraoperatively during use. It was unknown what the surgeon believes caused the thermal damage to the instrument.